Event description:
It was reported that the lead was in the wrong place. The lead was replaced. It was noted that the implantable neurostimulator (ins) had not been used in almost a year because of the lead being in the wrong place.

Manufacturer narrative:
(B) (4).